Manufacturer narrative:
No deviations or earlier complaints registered for this lot. Samples: 1 piece of tubing and 15 unopened packages (no faulty catheters in them). Examination of the piece of tubing that was surgically removed shows that the catheter tubing has been cut at the "connector end". There are no glue residues on that end so it is not probable that this is a case of the connector coming loose. If the catheter had been cut in the production line the customer would have noticed that the packaging was damaged and that the catheter has no connector. This indicates that the catheter was cut when outside of the package. No relevant deviations were found in the batch documentation. No root cause could be established. It is however considered reasonable to speculate that the cause of the incident in this case is most likely due to that the user is a beginner of doing clean intermittent catheterization.

Manufacturer narrative:
Manufacturer still waiting for device to be returned for examination. Additional information will be provided in the next follow up report. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence.

Event description:
According to the reporter, the lofric classic urinary catheter got stuck when the patient tried to remove it and the end came off when he tried to pull it out. The catheter had to be extracted by surgery.